Event description:
It was reported that a patient presented with high impedance and loss of capture noted on the patient¿s right ventricular lead. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.